Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the flex arm will not stay fixed/tightened. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.